Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The network (B)(6) cable was replaced and the issue was resolved. The replaced network cable has not been received by the manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was not communicating with the navigation system. Two navigation systems were used with no change. Networking information was verified to be correct on the mobile view station (mvs). The network connector on the imaging system and the navigation system were bypassed, still without resolution. The use of medtronic imaging and navigation were discontinued because of this issue. The procedure was completed successfully using a c-arm after a reported delay of less than one hour. The patient was not impacted.